Event description:
It was reported that this pacemaker was found to be in safety mode. Technical services (ts) discussed safety mode with the health care professional (hcp) and recommended that this device be replaced. This pacemaker remains in service. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker was found to be in safety mode. Technical services (ts) discussed safety mode with the health care professional (hcp) and recommended that this device be replaced. Additional information was received that this pacemaker was explanted and replaced with another device. This device had not been returned for analysis. No additional adverse patient effects were reported.